Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called mid-procedure to report that they were not receiving any cautery connection. The customer has had red question marks for both monopolar and bipolar instruments which will not fire. The technical service engineer (tse) suggested for the erbe to be power cycled. The customer performed a power cycle and there was no change. Tse suggested for the customer to check the connections on the rear of the erbe. There were three cables that were connected properly. Tse suggested to change the monopolar instrument but there was still no change. The customer elected to switch to a third-party force triad generator. The customer is continuing with the procedure as is. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reporter was unable to provide additional information.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse checked the erbe and found that the node was not programmed. The field engineer (fe) programmed the node. Test drive and verification passed. Fe ran cautery and energy test for the customer. Service maintenance was accomplished to manufactures specification. The system was tested and verified as ready for use. A procedure log review was performed. Per the review, the following was confirmed: a salpingo-oophorectomy procedure was performed on system (B)(4) on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: a erbe was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.